Event description:
In 2005, the pt received a viabahn endoprosthesis for the treatment on a popliteal aneurysm. In 2007, the pt received a thrombolysis treatment for thrombosis to the distal sfa and popliteal artery. One month later, the pt received thrombolysis and angioplasty of the stent graft to the right sfa and popliteal artery to improve the blood flow to the right foot. Three months later, thrombolysis and angioplasty was performed to treat stenosis of the sfa and a popliteal stent graft occlusion. Angiogram also revealed a stent wire fracture with an apparent graft tear at the mid portion of the viabahn device. A new viabahn device was deployed inside of the existing fractured device. The pt tolerated the procedure well and was in stable condition.

Manufacturer narrative:
Device remains implanted. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.